Manufacturer narrative:
It was noted that an endurant stent graft was used in the patient on (B)(6) 2020 for treatment of a ruptured aneurysm and aorto-caval fisula. A type ia endoleak was observed on CT on (B)(6) 2020 and so on (B)(6) 2020 8 endoanchors were implanted in the aortic neck along with a non mdt aortic cuff. It was considered that there may be an aneurysm infection but it was confirmed that there was no infection of the aneurysm sac on (B)(6) 2020. The endoleak was observed to be diminished on (B)(6) 2020 but air within the aneurysm and a type ii endoleak from the ima and patent aorto-caval fistula. The patient had a urosepsis and covid-19 also. The air in the aneurysm was noted to be diminishing but no intervention planned at this time. The cause of the type ia endoleak was noted as associated with the aorto-caval fistula sucking air into the aneurysm sac and the air originally being introduced via the heli-fx guide. It was confirmed the ia endoleak had been visible at the end of the index procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli fx endoanchoring system was used with an unknown medtronic stent graft that was implanted in an unknown endovascular procedure on an unknown date. It was reported that during the procedure, when the physician was utilizing the heli-fx guide, they may have experienced air ingress travelling into the patients aneurysm sac. Per the physician, there was air in the sac post procedure; it is not confirmed what the air is in the sac, it was noted that the patient is experiencing an infection of the aneurysm sac also. No cause of the event was reported. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion; the reported endoleak and air within the aneurysm sac was confirmed on the films provided; however, the cause of the events or type of endoleak could not be fully determined. Complete recent CT¿s were not available for review; therefore, a thorough assessment of the patient¿s anatomy and stent graft in-vivo configuration could not be performed. Procedural angiograms showing use of the heli-fx guide in the patient were also not received. From the films received, it is likely that a type ia proximal endoleak was present in the patient and a type ii endoleak also cannot be ruled out. It is possible that the presence of the aorto-caval fistula may have contributed to the occurrence of the endoleak and that the use of the heli-fx endoanchors may have been a factor in the introduction of air into the patient¿s abdominal aorta. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.